Manufacturer narrative:
The internal investigation into complaint related lots included the following: (B)(4) (item # con 2006; exp date: 09/30/2014; mfg date: 10/17/2012). - the lot s11168 met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. -there were no nonconformances or deviations observed during batch record review related to the event reported. - (B)(4). - as per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot s11168. (B)(4) (item # con 2006; exp date: 10/31/2014; mfg date: 11/07/2012). - the lot met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. -there was no nonconformances or deviations observed during batch record review related to the event reported. (B)(4). - as per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot s11178. Based on internal investigation into reported lots the event is highly unlikely related to the strattice bps.

Event description:
A female patient had bilateral implant exchange and capsulectomy on (B)(6) 2013. Two strattice bps devices (B)(4) were implanted. Patient presented in doctor's office on (B)(6) 2014 (five months post-op) with substantial puss/fluid in both breasts. The patient underwent incision/drainage with bilateral explantation of both strattice bps and implants in (B)(6) 2014, due to symptoms of wound infection and purulent drainage. Cultures were negative. Given that the cultures were negative, the surgeon was concerned about a possible hypersensitivity to strattice bps. Patient was reported as fine and remains pending any further reconstruction.